Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that intraoperatively three anchors` blue sutures tore. No adverse patient consequences; surgical delay about 7 minutes. Additional information received from the affiliate reported the event occurred during a rotator cuff repair and the procedure was completed with additional anchors. It was also reported the anchors are available for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that intraoperatively three anchors blue sutures tore. No adverse patient consequences; surgical delay about 7 minutes. The complaint devices were received and evaluated. A total of 8 sutures were received for evaluation, the anchors were not returned. When reviewing at the sutures end, it could be observed that the 8 sutures are frayed. According with the visual inspection, this complaint can be confirmed. The possible root cause can be attributed to an excessive forced applied during the suture tightening, however this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [6l44956] number, and no non-conformances were identified at this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.